Event description:
It was reported that during equipment testing conducted at the manufacturer facility, the device was found to be leaking and running without user activation. As this event occurred during testing there was no patient involvement and no delay to a surgical procedure.